Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 51 mg/dl were recorded by continuous glucose monitor (cgm) from 3:22:42 am to 3:32:41 am on (B)(6)2020. Cgm alert 1 (cgm low alert) enunciated at 3:22:42 am. The pump recorded this data when it regained connection with the transmitter (7:07:42 am), but the data was backfilled for bg readings recorded by the transmitter at earlier times. The graph in the log review results indicates the low bg happened from 3:22:42 am to 3:32:41 am (yellow dots). A cgm alert 14 (transmitter out of range) enunciated on (B)(6)2020 at 3:48:39 am, 8:02:45 am and 2:52:45 pm. Allowing the cgm transmitter to go out of range prevents the user from continuously monitoring bg and potentially addressing an impending low bg. Blood glucose (bg) values from 44-50 mg/dl were recorded by continuous glucose monitor (cgm) from 11:37:40 pm to 11:47:40 pm on (B)(6)2020. Cgm alert 1 (cgm low alert) enunciated at 11:37:40 pm. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Bg cause was not known. Customer consumed carbohydrates and drank liquid glucose to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.